Manufacturer narrative:
A steris service technician visited the facility following the event and found the facility has 3 units, including the evolution sterilizer, which connect to the floor drain. The standing water is attributed to an inadequate floor drain which could not accommodate the multiple units. The user facility has been made aware of their drain issues and is in the process of installing a new drain to meet the requirements of all three units. Steris was additionally informed that an employee received a "static shock" while standing in the puddle of water and touching a piece of equipment in the room. The employee did not seek medical treatment and resumed normal work duties. While onsite, the steris technician confirmed the steris evolution sterilizer was correctly grounded and was operating according to specification. The customer believes the employee subject of the report event received a shock from normal static electricity and not from an electrical issue with the sterilizers.

Event description:
The user facility reported standing water was discovered near the facility's floor drain, which connects to the evolution sterilizer.